Event description:
At 11:00 on (B)(6) 2020, the patient was admitted to department of neurology due to brain stem hemorrhage and received ventilator assisted ventilation following medical prescription. At 11:20, the ventilator display screen showed oxygen sensor defective, while the oxygen supply functioned properly. The oxygen sensor aging was suspected. The ventilator was stopped, replaced with another one, later the engineer from the department of device was informed for maintenance, and replaced the oxygen sensor.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being used. The root cause was determined to be a defective oxygen sensor. There was no patient or user harm.